Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt225 21.5 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2017. It was later explanted on (B)(6) 2017 because of patient dissatisfaction. There was no incision enlargement, vitrectomy, or sutures used. The replacement lens was a zlb00 21.5 diopter lens. Reportedly, there was no patient injury and the patient is doing good post-operatively. No additional information was provided.